Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as "liquid" came out of an unspecified bd needle before use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.